Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-12354. It was reported that the patient presented for a generator replacement. During the procedure, it was noted that the right ventricular lead exhibited high defibrillation impedance. Programming changes were made. The physician noted evidence of a low level infection during the procedure. The patient was treated with antibiotics. The patient was in stable condition.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.